Event description:
It was reported that before any intervention was performed, when a guide wire was inserted in the copilot bleedback control valve, saline leaked out of the valve. Another copilot device was successfully used. There was no adverse patient effect or clinically significant delay in procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. It was not possible to perform a thorough analysis. Leaks may occur due to, but are not limited to, manufacturing, damaged seals, device handling, cap rotation technique, and/or interaction with associative devices. The copilot bleedback control valve (bbcv) device contains two seals. One seal (bbc) is opened and closed by depressing or releasing the cap. The other seal (clamp) is opened and closed by rotating the cap in either a counter-clockwise or clockwise direction. In this case, it may be possible that the clamp seal was not securely closed around the guide wire. To ensure damage to the copilot does not occur as a result of a product deficiency, all copilot bleed back control valves are subjected to a visual inspection, and a cap compression test is performed to verify inner diameter specification. Additionally, a quality control audit inspection is used to verify the product quality, including performing a leak test on a sample of units from each lot. Without having the device to examine, the reported leak could not be confirmed and a conclusive cause could not be determined. The lot history record and a query of the complaint handling database could not be performed because the lot number was not provided and the device was not available for analysis. There is no indication to suggest a product quality deficiency.